Event description:
Patient reported obtaining back-to-back blood glucose results of 200 mg/dl and 60 mg/dl on the aviva test system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: meter , strip lot 300259 with expiration date 10/31/2007.

Manufacturer narrative:
The suspect product is the aviva test strip.